Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient with an implantable pump for spinal pain indications. It was reported that the patient reported being locked out for more than a week. The rep confirmed there was a bridge recently programmed and it was explained the patient wouldn't be able to use their personal therapy manager (ptm) during the bridge. The patient also stated he had been having difficulty getting a bolus since last summer. The rep was able to confirm it seemed to be getting stuck at 90%. Technical services walked the rep through how to clear the patient data services (pds) data to speed up telemetry. Additional information received from the company representative reported that the cause of the issue was that the software was not updated prior to being locked out. The issue has resolved and the patient is able to bolus without issues.